Manufacturer narrative:
The threads are stripped. Examination of the returned instrument confirms the distal and upper male threads have been damaged. This damage is suspected to be from impacting the instrument when not properly and fully engaged within the female threaded feature of the handle. There is material fracture at the mating end of the inserter body; it is unknown if this damage happened concurrently. The root cause is attributed to inadvertent use error and wear out after sever years of use. Based on the investigation the need for corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads are stripped.

Manufacturer narrative:
. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.